Event description:
It was reported that, on (B)(6) 2010, after pre-dilatation, a xience v stent was implanted in the first diagonal coronary artery without complication. A xience v stent was implanted in the left anterior descending (lad) coronary artery. During stenting of the lad, a non-abbott guide wire became entrapped in the stent. A 6 cm segment of the wire separated and could not be removed, forming a ball-like obstruction in the proximal portion of the stent. Attempts to remove or embed the wire were unsuccessful as the lesion could not be rewired. A whisper wire support was unable to cross lad and was removed without reported difficulty and the procedure was ended. Post procedure timi flow iii was present. The patient was initially treated with intravenous plavix, heparin and integrilin. The patient developed intermittent chest pain and, on (B)(6) 2010, repeat catheterization was performed to try and treat the retained portion of wire without success. A wire was passed, but low profile balloons were unable to cross the retained wire in the lad. Timi flow was iii and the procedure was stopped. On (B)(6) 2010, the patient underwent coronary artery bypass graft to the lad. Post operatively, the patient experienced atrial fibrillation and hypotension treated with medication. The patient also had some blood loss anemia. The patient was discharged to home on (B)(6) 2010. The patient has subsequently reported intermittent left-sided chest pain and shortness of breath. This event reportedly caused the patient pain and suffering, anxiety, loss of enjoyment of life, and inability to pursue previous activities of fishing, diving, and consortium. No additional information was provided.

Event description:
Subsequent to the initial medwatch, additional information received indicates there did not appear to be any problem noted with either xience v stent before, during or after implantation.

Manufacturer narrative:
(B)(4). The stent delivery system (sds) and guide wire used during the procedure were not returned for analysis which may have assisted in determining a cause. Factors that could contribute to the reported difficulty include, but are not limited to, interaction of the guide wire with the stent implant if the stent is not fully expanded and apposed, damage to the guide wire, the guide wire caught underneath the implanted stent, or damage to the stent. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. In this case, it is possible that the guide wire was caught underneath the xience v stent as it was deployed resulting in the damage to the stent during removal of the guide wire, although this cannot be confirmed. The reported angina, atrial fibrillation, hypotension and occlusion are listed in the xience v everolimus eluting coronary stent system instructions for use, as known adverse events associated with coronary stenting. Angiographic procedure images were received and reviewed; however,these provided no evidence of how the wire separation/fragment occurred. A conclusive cause for any interaction between the non abbott guide wire and the xience stent can not be determined. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. All stent delivery systems are visually inspected for damage and leak tested prior to packaging. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as, stent uniformity of expansion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager 2.5x15 (pre-dilatation lad); guide wire: boston scientific pt2 lt 300 cm angled; guide cath: cordis; sheath: 5 fr., 7 fr. Stent: rx xience v 3.0x18 mm; other: aspirin, clopidogrel, prednisone, methotrexate, remicade. The stent remains in the patient. The lot number was not provided. A follow up report will be submitted with all additional relevant information.